Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that the patient aortotomy incision site got torn sideways during implantation of a 23mm 8300ab intuity valve. Per the report, the patient had a narrow sinus of valsalva, narrow sinotubular junction and an abnormal origin of the right coronary artery which required a different aortic incision line and approach than usual. The torn site was repaired and the abnormal origin of the right coronary artery was transplant to normal position with using a bovine pericardial patch. The patient status was reported as recovered. It is unknown where the device was exactly at when the incision site got torn. The device was originally implanted to correct aortic stenosis. The device itself was successfully implanted without explant.

Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. Based on the information available, the most likely cause is patient factors, including the patient's narrow sinus of valsalva, narrow sinotubular junction and an abnormal origin of the right coronary artery. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.